Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument would not unclamp from tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the reported failure was not replicated or confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the event was confirmed to have taken place during a robotic hysterectomy procedure. The prograsp forceps instrument was inspected prior to use with nothing out of the ordinary noted. The instrument issue did not occur after a system fault. It was noted that the prograsp forceps instrument would not release tissue when it was grabbed. The surgeon was able to successfully open the jaws and release the tissue using a release kit. There was no adverse effect to the grasped tissue and there was no unexpected tissue removal. The procedure was completed with another instrument and there was no injury to the patient. Patient demographic information was provided.

Event description:
Refer to h10/h11 for follow-up information.